Event description:
B5- it was reported that while in use the cs300 intra-aortic balloon pump (iabp) battery is not using socket power. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the unit had a malfunctioning power supply. The fse replaced the power supply. As a precaution, the fse also replaced the ac cable. The fse performed all functional testing on the unit successfully. Investigation of power supply was performed by technician of the maquet failure analysis and testing dept. (Fat). The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Tested for 30 minutes with no issues found. Due to this part being obsolete it cannot be sent to a supplier for further failure analysis. Retaining the part in the failure analysis and testing department per procedure.